Event description:
It was reported that the asymptomatic patient presented to the emergency room to facilitate a device check. The pulse generator could not be interrogated. No intervention was reported. No additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.